Event description:
Pt transferred from ventilator to portable ventilator for discharge transfer. Pt oxygen saturation dropped to 50% and became unresponsive. Pt immediately placed back on previous vent and vitals returned to normal - portable vent found to be missing valve which cause leak in the ventilator.